Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("medical device removal") in a (B)(6) female patient who had essure (ess205) (batch no. 509791) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced dyspepsia ("digestive disorder"). On (B)(6) 2018, 11 years 7 months after insertion of essure (ess205), the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced nervous system disorder ("then peripheral neurological disorder"), arthralgia ("arthralgia") and myalgia ("myalgia"). The patient was treated with surgery (non-conservative hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal, dyspepsia, nervous system disorder, arthralgia and myalgia outcome was unknown. The reporter provided no causality assessment for arthralgia, dyspepsia, medical device removal, myalgia and nervous system disorder with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 759 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 05-jun-2018. The most recent information was received on 03-jul-2018. This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("medical device removal") in a 53-year-old female patient who had essure (ess205) (batch no. 509791) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced dyspepsia ("digestive disorder"). On (B)(6) 2018, 11 years 7 months after insertion of essure (ess205), the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced nervous system disorder ("then peripheral neurological disorder"), arthralgia ("arthralgia") and myalgia ("myalgia"). The patient was treated with surgery (non-conservative hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal, dyspepsia, nervous system disorder, arthralgia and myalgia outcome was unknown. The reporter provided no causality assessment for arthralgia, dyspepsia, medical device removal, myalgia and nervous system disorder with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 854 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.